Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spheres were not recognized by the camera. The user changed it to continue the procedure. There was no patient involvement as the issue was discovered pre-operatively.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 801075, serial/lot #: (B)(6) ubd: 03-jan-2026, UDI#: (B)(4). H2-3) the spheres were returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the spheres had an uneven reflective surface. The spheres did not track properly. Codes: b01, c07, and d02 are applicable for the sphere analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.